Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the patient initially started using the implantable neurostimulator, the battery "was empty." Furthermore, it was reportedly alleged that the battery level was "going down fairly quickly." It was noted that the patient saw a poor communication screen. The patient reportedly had soreness in her back. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3887-45, lot# v518965, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3887-45, lot# v518965, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had complications associated with her implant. The patient reported having a "seven or eight" day hospital stay, following the implant, because "the pain was so bad". The patient indicated that during the lead implant procedure, "they hit a nerve ," which caused pain in her "foot and back." Consequently, she indicated that device programming was postponed. It was noted the patient had x-rays taken, "where the leads were," and then developed pneumonia during the last week of (B)(6) 2013. The patient stated; "they guessed that I caught it in the hospital," and "they thought my immune system was down" due to cortizone injections prior to her implant. The patient indicated that "around january," "someone" attempted to reprogram her device without success. The patient couldn't remember details because "there was so much going on" at the time. The patient reported getting the device programmed for the first time "around" (B)(6) 2013, four months post implant. After getting the device programmed, she noticed she could not go " 24 or 16 hours" without her battery needing to be recharged. The battery was being recharged daily. The patient was "scared" to keep her stimulation on at night because she doesn't want her battery to fully deplete. The device was turned off at the time of the call because she was "afraid" if she had it on, she would lose battery power and not be able to turn it on again. The patient also reported she only saw "eight coupling bars" when she was standing. Otherwise, she would see "six or seven" coupling bars on her battery screen. The device was fully charged at the time. The patient was on "program 1, 7.9 volts" at the time of this report. The day prior to this report, the caller attempted to increase stimulation, related to right foot paint, but was not able to make stimulation adjustments with the antenna attached. It was also reported the patient needed to adjust stimulation amplitude depending on her position. The patient stated "there was no way to adjust it high or low." She also had a difficult time turning her device off; it took "an hour and a half" before it powered down. The patient was reportedly scheduled to have additional x-rays taken on the day of this report. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.